Manufacturer narrative:
Product investigation summary: the implant was received in a bent and broken condition as mentioned in the device report. The investigation reviewing the x-rays from the hand has shown that: implantation of the plate was on (B)(6) 2014 - no damage to the plate on the x-ray visible. Visible on the x-ray from (B)(6) 2015 ¿ plate is bent, but not broken (one month after implantation). Visible on the x-ray from (B)(6) 2015 ¿ plate is bent more than in (B)(6), but not broken (two month after implantation). Visible on the x-ray from (B)(6) 2015 ¿ plate is broken where it was bent (four and a half month after implantation). The manufacturing records were reviewed. The implant was manufactured in august, 2013. It was produced to specification and met all release criteria. Neither a design, nor a manufacturing related fault could be detected. Based on the information available, the exact reason for the reported problem cannot be determined. It is likely that an overloading situation, such as too much or too early weight bearing or strong body/bone movement from the patient, led to this breakage. Another reason could be that the patient had fallen down, as the received x-rays from the leg are dated after initial hand operation ((B)(6) 2015) and between bending and breakage dates. No product fault could be detected. No corrective action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. Clarification - patient weight was reported as (B)(6) on initial medwatch report. The initial medwatch report stated that the patient's weight was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the complained plate was implanted to treat fracture of the distal radius. There was no allegation of complaint against the other implants present to treat additional fractures to the ulna and tibia.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Additional information was requested but has not been received as of the date of this report submission. Specific implant and explant dates were not provided by reporter. Implant date was reported as (B)(6) 2014. Explant date was reported as (B)(6) 2015. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event (B)(6) as follows: it was reported that the plate exhibited a post-surgical deformity. On an unknown date, reported as "4 weeks" the plate broke. The plate was initially implanted on an unknown date during (B)(6) 2014 and was explanted on an unknown date during (B)(6) 2015. There was no reported surgical delay during the revision surgery. The patient status is unknown. This report is 1 of 1 for (B)(4).